Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing despite being in use. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot the issue as the issue had already been resolved during the follow up.